Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e imdrf other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient was showing up as placeholder in enterprise server web page. A technical support specialist (tss) dialed into the server and found that there were two profiles with the same visit identification (ID) but different patient ID. One was as admitted, and another one was in placeholder status for which the customer stated that the correct one was the one with placeholder status. The tss advised the customer to reach out the active directory team (adt) to resend admit message to change the status back to admitted and the cerner team resend the message. The tss found that the messages were not sending to the correct medical record number (mrn) but instead it sent to the wrong mrn in the database. The tss then reassigned the case to the interface team. The tss connected to the carefusion coordination engine and confirmed that the "correct" mrn showing admitted and orders were also showing in the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a patient medication is not showing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a patient medication is not showing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.